Event description:
It was reported the procedure was being performed in the pediatric intensive care unit. The catheter was being placed into the patient's right subclavian vein. During insertion, a thin thread from the spring wire was lodged into the catheter tip. This made it impossible to remove the guide wire as it was torn and at the same time was impossible to place the catheter. As a result, a new catheter was used for the replacement of the central line. There was a delay in treatment but no patient death or complications were reported.

Manufacturer narrative:
(B)(4).